Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, a patient underwent port implantation procedure for chemotherapy. A transverse incision was performed and created a pocket caudal to the incision. Placed the power port and then guided to the access site. Approximately after four months patient admitted to the hospital with fever, mental status changes, renal failure and found to have systemic sepsis. Then ten days later patient grew out staph in her blood. Based on this recommended patient port to be removed as this is potentially the source of infection. The same day patient underwent port removal procedure for sepsis with probable infected port. A transverse incision was made along the prior incision. The port was found, and the catheter was removed. Port was excised along with its catheter and the tip of the catheter was sent for culture. Therefore, it can be confirmed that the patient experienced infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b2, d4 (expiry date: 06/2015). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately three months and fifteen days post a port placement via the right subclavian vein, the patient allegedly developed pain over the port area. It was further reported that patient developed with bacterial infection as there was growth of staphylococcus in the blood and the patient was diagnosed with sepsis. Reportedly, the infected port was removed. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that sometime later post port placement procedure, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2015) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that approximately three months and fifteen days post a port placement via the right subclavian vein, the patient allegedly developed pain over the port area. It was further reported that patient developed with bacterial infection as there was growth of staphylococcus in the blood and the patient was diagnosed with sepsis. Reportedly, the infected port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, a patient underwent port implantation procedure for chemotherapy. A transverse incision was performed and created a pocket caudal to the incision. Placed the power port and then guided to the access site. Approximately after four months patient admitted to the hospital with fever, mental status changes, renal failure and found to have systemic sepsis. Then ten days later patient grew out staph in her blood. Based on this recommended patient port to be removed as this is potentially the source of infection. The same day patient underwent port removal procedure for sepsis with probable infected port. A transverse incision was made along the prior incision. The port was found, and the catheter was removed. Port was excised along with its catheter and the tip of the catheter was sent for culture. Therefore, it can be confirmed that the patient experienced infection and sepsis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date, unique identifier (UDI) #), g3, h6 (component). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.